Event description:
Customer initially called regarding moisture damage to pump. During call, customer reported being hospitalized for high blood glucose levels. It was reported that the reason for the elevated blood glucose levels was that customer had not changed infusion set out for over 72 hours prior to hospitalization. It was stated that once blood glucose levels were stabilized there were no further issues with pump until moistured damage at time of call. Troubleshooting was not performed on pump as a result.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.